Event description:
I placed a newborn baby back on vent after having been bagging for a few minutes and the values were not correlating. Respiratory rate was reading 130 actual was around 50, tidal volume was reading low then didn't read at all (oxygen saturation stayed 100% during this time). As I'm assessing the problem the vent just completely shut off. Screen went black, I asked tim to immediately start bagging, I checked vent to see if anything came unplugged or what happened and then it automatically just came back on. Patient transport was due to be there soon so we continued to bag pt until their arrival and did not place pt back on vent.